Manufacturer narrative:
(B)(4). The reported death is listed in the multi-link vision coronary stent systems instructions for use (IFU), as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event and implant date - estimation. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Attachment: article title, catheterization-based intervention in low birth weight infants less than 2.5 kg with acute and long-term outcome.

Event description:
This event was captured based on literature review. It was reported that during a study of 88 low birth weight infants with congenital heart disease, who underwent cardiac catheterization from 1995-2010, stenting took place in three patients. Patient #38, patient #39 and patient #40 were stented with vision coronary stents. Patient #38 died approximately 4 days post procedure.